Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The same day as event onset, the patient was treated with amikacin injection (150mg and ongoing) and meropenem injection (2gm and ongoing) for peritonitis. Five days after the onset, the patient recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.